Event description:
There was a report of a tandem mobi cartridge alarm experienced by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer successfully bypassed the alarm by changing the cartridge after receiving confirmation from technical support regarding cartridge alarm 34, and it was noted that the issue occurred during the load process without exposure to external magnets.